Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 300 mg/dl. Reportedly, the pump basal rate being delivered gradually corrected customer's elevated bg levels. Customer stated the pump settings needed to be adjusted. Customer's health care professional recommended pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the pump settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels reaching 300 mg/dl. Customer stated the pump settings needed to be adjusted. Customer's health care professional recommended pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the pump settings.